Event description:
It was reported that a perforation occurred and the patient died. The target lesion was located in the heavily calcified and highly tortuous right coronary artery (rca) with a greater than 45 and less than 90 degree bend. A 1.75mm rotapro was selected for use. The atherectomy procedure was very smooth and was completed successfully. Post the final run with the rotapro, a perforation was identified. An attempt to seal the perforation with a non boston scientific stent and covered stents was unsuccessful and the patient passed.